Manufacturer narrative:
Device function properly during rewind and basic occlusion, occlusion, prime/compromised force sensor system, the excessive no delivery and displacement test. No excessive no delivery alarm noted during testing. Insulin pump received with minor scratched display window and cracked reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump alarmed a no delivery alarm. Customer's blood glucose was 522 mg/dl. Customer declined troubleshooting. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.